Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 8212736 and the review did not reveal any detected quality issues during the production process that could have contributed to the reported incident. To further investigate this incident, two physical samples were provided for evaluation by our quality team. Through examination of the samples, a cut was observed within the extension tubing of one sample. The slide clamp was reviewed for any sharp edges that could have resulted in the cut tubing; however, no defects were observed on the clamp. The second sample displayed a semi activated safety device; however, no damages were found that could have impeded the functional performance of the device and upon reactivation, the product functioned without issue. Based on the investigation results, an exact cause could not be determined for either of the defects reported. Our quality team will continue to monitor the production process for potential signs of these defects and other emerging trends.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Has been found with defective tubing during use. The following has been provided by the initial reporter: on the second day after start usage, it¿s noticed that leakage by clamp on ext. Tubing medical personnel removed the 24ga sti immediately and replace one new 24ga sti for patient during retracted the needle, it's noticed that needle disengagement difficult.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Has been found with defective tubing during use. The following has been provided by the initial reporter: on the second day after start usage, it¿s noticed that leakage by clamp on ext. Tubing medical personnel removed the 24ga sti immediately and replace one new 24ga sti for patient during retracted the needle, it's noticed that needle disengagement difficult.